Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error and beep anomaly. The customer¿s blood glucose level was unknown. Customer was unable to clear the alarm. The customer reported that the self test did not pass. The customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 4 and pump error 63 alarm confirmed in insulin pump history due to broken trace at pin and pin 6 keypad assembly.